Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the pacemaker exhibited backup vvi operation. A device download was performed successfully. No patient symptoms reported.